Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified unit failure alarm (squealing noise according to customer). The stm also verified multiple ui errors in the fault logs. The stm also observed dry salt residue on the backplane board indicating that a saline spill had occurred at some point in time. The stm confirmed spillage on the backplane board, coiled cable and internal cable to backplane board and replaced them. In addition, the display connector seal gasket was also replaced. All functional testing and safety checks to factory specifications were performed, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that while booting up the cardiosave intra-aortic balloon pump (iabp), it produced an alarm with a squealing noise. There was no patient use involved and no adverse event was reported.